Manufacturer narrative:
(B)(4) a cine review of the procedure concluded that the images appear to confirm stent restenosis in 2 sections of the right coronary artery (rca). It is likely that a stent fracture occurred in the mid-rca which may have precipitated restenosis in this area. Factors that may contribute to stent fractures include, but are not limited to, processing and/or handling in manufacturing, handling during preparation for use, lesion characteristics, procedural technique, product size selection, severe torquing or kinking of stent (material stress/ fatigue) or interaction with the accessory devices, lesion and/or anatomy. Fatigue from cardiac dynamics and motion may also contribute to stent fractures during or after the procedure. It is possible that the reported stent fracture occurred post-procedure, as there was no damage noted to the stent implant during inspection prior to use. Restenosis is a known adverse event as listed in the instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. The lot history record (lhr) review and similar incident query for this product were not performed because the part and/or lot number was not reported and the product was not returned for analysis. All stent delivery systems are 100% visually inspected during manufacturing for stent damage.

Manufacturer narrative:
(B)(4).:during processing of this complaint, attempts were made to obtain complete event, patient and device information.the stent remains in the patient. The stent delivery system was discarded. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this interventional procedure to the middle-to-distal right coronary artery was indicated for restenosis that had occurred in the most proximal of two overlapping xience stents which had been previously implanted a few years before (exact date unknown). The patient complained of shortness of breath for which medications were given. Two non-abbott stents, each sized 4 x 38 mm, were implanted overlapping to cover both of the xience stents which reduced the 99% stenosis to 0%. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.